Event description:
It was reported that; employee reported, ¿my patient had broken hardware in her spine today: stryker.¿

Manufacturer narrative:
Method: device not returned;results: device inspection could not be performed as no device was returned. Device history review could not be performed as the reported device was no properly identified.conclusion: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided.

Event description:
It was reported that; employee reported, &#50009; patient had broken hardware in her spine today: stryker.&#54090;